Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted for increasing ldh and suspected device thrombus. The pt was given angiomax to treat potential thrombus. Ldh dropped, but was still elevated.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the reported hemolysis could not be conclusively determined. The patient was given angiomax, their ldh decreased and they remain ongoing on vad support with no further thrombus related issue. No product was available for investigation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: vad coordinator reported - "the ldh came down with angiomax and the patient is still on the same pump."